Event description:
It was reported that during the procedure to treat a concentric lesion in the distal right coronary artery with 100% stenosis of an acute myocardial infarction patient, pre-dilatation was performed and a 4.0x23 rx multi-link vision stent delivery system was advanced and deployed; however, the stent was unable to be confirmed at the target lesion with intravascular ultrasound (ivus). Reportedly, the stent was found to be in the protective sheath. A new vision stent was implanted to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the vision japan instructions for use states that prior to using this device, carefully remove the system from the dispenser (package) and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.